Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed by metal on metal system on (B)(6) 2010 via tha by using the pinnacle cup 50mm, the metal liner 36mm, the head 36mm, the c-stem size 2 high offset, the end cap, the centralizer, the cement restrictor size4. It was reported that the revision surgery was scheduled to be performed on (B)(6) 2019 by replacing the cup and stem due to pain that may be caused by looseness with metallosis on the acetabular side especially.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the returned products consisted of the stem, the shell, the metal liner, the metal head and two screws, one of which had fractured. A review of the fractured screw was requested. This was completed in report (B)(4). No manufacturing defect was identified in the report that required further action. It was not possible to identify the initiation point of the fracture. It was unlikely that a manufacturing defect was present. No corrective action is required no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The products shall be retained for future reference. Device history lot:null. Device history batch:null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d10. Corrected: h3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.